Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A system error (se) 2240 alarm was identified in the log of a homechoice (hc) device. The system error occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Possible causes of a se 2240 include the solution bag fell and disconnected during therapy, the patient left an open clamp on an unused supply line, the patient did not connect when therapy initiated, and the patient did not properly disconnect during therapy. The batch review was not performed because the lot number is unknown. A label review was not performed due to unsuspected user error. The root cause investigation is in progress through (B)(4).